Event description:
Patient was implanted with a nalu peripherin nerve stimulator system on (B)(6) 2022 to treat lower extremity pain. The nalu system was in use for more than 2 years with the patient reporting good pain relief. In (B)(6) 2024 the patient reported external trauma at the location of the implantable pulse generator (ipg), resulting in broken skin and exposing the implanted nalu components. The patient was administered antibiotics as a precaution, however the broken skin failed to properly heal and the physician advised explanting the exposed nalu system. On (B)(6) 2025 a full system explant was performed.

Manufacturer narrative:
There are no allegations of any system or component failure and the patient had continuously reported good pain relief from the nalu system while it was implanted and in use. Broken skin and subsequent exposed implant was a direct result of the patient experiencing external trauma at the site of the implant.